Manufacturer narrative:
The device was received in normal working condition, and at eri voltage level. Analysis of device image indicated a false eri triggered about two months before the explant date which resulted from transient low battery voltage, consistent with the device being in high output mode. There¿s evidence from the device image that the autocapture feature was enabled and operated in high output mode at times. Electrical test results indicated normal eri pacer functionality. The device reached true eri post-explant due to normal usage. Longevity assessment was performed based on field parameters and it has met the projected longevity. The reported event of early battery depletion was not confirmed.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.